Manufacturer narrative:
The balloon catheter was returned and analyzed. Analysis indicated that the mechanical of the balloon catheter ruptured. Visual analysis of the balloon catheter indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter balloon was damaged as the catheter was retracted. No patient complications have been reported as a result of this event.